Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
On (B)(6) 2014, the patient underwent a surgery with diagnosis of failed fusion from l2 to l5 with lucency around the screws at l2. Procedure performed: 1) removal of previously inserted loose instrumentation, l1 through l4. 2) exploration of fusion. 3) posterior fusion, t10 to l3. 4) local bone graft supplemented with fiber mesh plus rhbmp-2/acs. As per op-notes, previously inserted instrumentation from l1 through l4 was removed in its entirety. Once fascial tissue was incised, there was a fair amount of bursal fluid which was suctioned out indicative of loosening of the pedicle screws and pseudarthrosis. All the screws from l1 through l4 were grossly loose. These were all pulled out. The fusion was carried out. There was gross movement across the l1-l2 and l2-l3. We could not use the screws at l1 as it dug out a large channel; therefore, we decided to go up beyond the thoracolumbar junction to t10. Pedicle screws were inserted using anatomic landmarks, using power drill, tap, probing, and pedicle screws inserted were 6.5 mm diameter, 45 mm in length pedicle screw at t10, t11 and t12. At the lower levels at the l2, l3, l4, 1 mm larger diameter pedicle screws were used. The new pedicle screws were l<(>&<)>k biomed pedicle screws. All pedicle screws were combination screws. The fusion was curetted out. As noted gross motion was noted at l1-l2, l2-l3. At this time, decortication was performed using a gouge decorticating from t10 through l4 throughout. Over the decorticated areas, local bone graft supplemented with fiber mesh bone graft with a large dose rh-bmp2/acs sponge was laid over especially over the site of the pseudarthrosis and further proximally to t10. The screws were tested at l2, l3, l4 and all the screws were in a safe range. T10, t11, t12 screws could not be tested. Ssep signal remained stable throughout the case. The rods were cut, contoured into appropriate lordosis/kyphosis and were negotiated onto the pedicle screws. Good fixation was achieved using a counter torque wrench. Final ap lateral c-arm images showed adequate positioning of the hardware, rod, screws. The patient sustained unspecified injuries.